Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The controller device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a battery failure alarm that could not be resolved with normal troubleshooting. There was no patient involved/impacted relating to this issue.